Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via a remote merlin.net transmission with episodes of hvr. The clinician reported that the right ventricular lead exhibited noise. No reprogramming or intervention had been reported. The clinician will discuss patient management with the physician.